Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. As received, the battery charger/modem was unable to charger a battery pack. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Liquid contamination was also found on the battery board, and the d2 component on the bedside board was internally shorted. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes for the flash memory failures. The root cause for the contamination was ingress of an unknown liquid. The root cause for the shorted d2 was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the charger was unable to charge a battery pack.